Event description:
A patient death was reported. The reported date of patient death was (B)(6) 2014. The cause of death was patient has had copd(chronic obstructive pulmonary disease) for a long time and the patient was in hospice. Pulmonary obstruction was also reported. It was noted that he cause of death was not device related. Caller did states that when patient was in hospice, the device was not working and they had to use catheter.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v881400, implanted: (B)(6) 2012, product type: lead. (B)(4).